Manufacturer narrative:
Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an error message of "loudspeaker error". The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips distributor at the customer site performed a visual inspection of the device; there was nothing visually wrong with the device. The distributor performed a functional test, and confirmed the "loudspeaker error", and determined the speaker was defective. The distributor replaced the speaker, and performed technical safety tests. At the time of this report, it was unknown if the speaker was able to produce sound. Additional information has been requested.

Event description:
The customer reported an error message of "loudspeaker error". The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips distributor at the customer site performed a visual inspection of the device; there was nothing visually wrong with the device. The distributor performed a functional test, and confirmed the "loudspeaker error", and determined the speaker was defective. The distributor replaced the speaker, and performed technical safety tests. It was unknown if the speaker was able to produce sound. Additional information was requested. Information was received from the distributor that it was only known that the device speaker was replaced, and was returned to the customer on (B)(6) 2022; it was not known if the speaker was able to produce sound, or if the device was only producing an error message.